Manufacturer narrative:
The device was not returned to the MFR as it was discarded at the hospital. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. No injury to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that the product was occluded after the surgery, so the surgeon had to perform surgery and insert a new device.